Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that device had white residue on both sides. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: most probable cause of white residue on both sides could not be established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.